Event description:
Per user, the unit was alarming. Provider states since the unit has been in the shop it has not alarmed but he can hear that the compressor is louder than it normally would be. Provider states it sounds like it working harder than normal to run. No additional information provided.